Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. (B)(4).

Event description:
It was reported that the patient would have revision due to nonhealing wound following generator replacement and the patient feels a lot of pressure. It was also noted that the patient had a protruding electrode and infection at the electrode site, but this appears to have been a mistake and was likely referring to the generator site. Operative notes were then received from surgery on (B)(6) 2021. It states that the patient had developed an infection at the surgical site following generator replacement. The patient continued having drainage despite antibiotics. The generator site was debrided and the generator was removed. It was noted they left the lead in and moved it away from the site of the infection to hopefully save it. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution and was hp sterilized. Device return and evaluation is not necessary because the reported event of infection is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.

Event description:
It was reported in clinic notes dated (B)(6) 2021 that the vns site had gotten infected and she went to the ER and was put on keflex and it continued draining and swelling. It was noted that prior to the swelling the patient had a 8 minute seizure but she did not go to the hospital. The device had not been turned on at that point. Additional information was received indicating that after the previous generator explant, her lead extruded through her neck and also had an infection in the neck area thus her leads were clipped in the neck. This event will be reported in MFR. Report # 1644487-2021-01785 as it is unclear if the events are related / have the same root cause. No further relevant information has been received to date.

Event description:
It was reported that the patient still has an infection post explant. No further relevant information has been received to date.